Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown; however, it was reported the device was not used past its expiry date. Device code relates to problem code for the reported issue of clip failed to release from the catheter. Mfg. Site name - (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report# 3005099803-2018-00066 pertains to the first resolution 360 clip device and manufacturer report# 3005099803-2018-00067 pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a procedure on an unknown date. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. The same issue occurred with the second resolution 360 clip. No patient complications have been reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.